Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, analysis of the complaint device could not be performed. There was no reported device malfunction. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Estimated date of 30 day follow-up visit. Concomitant products: mitraclip- cds02st (lot # 10248585, serial # (B)(4)). The clips remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that two mitraclips were successfully implanted on (B)(6) 2013, reducing the functional mitral regurgitation (mr) from 4 down to 1. At the 30 day follow up visit, the patient was found to have a reduced ejection fraction (ef) for which she was planned to start coreg. There was no worsening of mr, no worsening of heart failure, and no evidence of a single leaflet device attachment (slda) at the 30 day visit. On (B)(6) 2013, the patient expired in a hospice facility. According to the patient's family member, the patient may have been admitted into hospice for chronic heart problems. Reportedly, the patient experienced a significant decline in her general state of health, especially in light of her severe depression. The immediate cause of death listed on the death certificate was cardiorespiratory arrest. The mitraclip's relationship to this event is unable to be assessed. There was no additional information provided.